Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-oct-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that there were high lead impedances. Electrodes 2, 4, 9, and 10 had high impedances, which was related to the device/therapy. No actions were taken and the issue was unresolved with no further actions planned. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high lead impedances was not determined. No further complications were reported/anticipated.